Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, confirmed the pump alarmed low battery alert on (B)(6) 2024 05:45:00.000 in the history files. These alerts are expected and occur during normal pump operation. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on (B)(6) 2024 08:26:06.000 in pump downloaded history. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, serial number label missing, corroded battery tube, and corroded home switch. No power errors noted and passed all required testing. Pump passed required testing and no unexpected insulin flow blocked alarms noted during test. Confirmed cosmetic damage to the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the battery was not lasting 7 days and had cracks on the battery side, had unexplained random no-delivery alarms. The customer reported no adverse event. Troubleshooting was performed. The event involved product(s) unomedical, mmt-332a, mmt-1715k. Customer reported a short battery life or a low battery alarm. Customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. The customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1715k.